Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A device service history cannot be performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Asm bolis ail limit during pm. Npi. Emailed service bulletin 543 about the bolis ail limt with asm software and verbal walk through on how to connect the 8015 unit through maintenance mode using the tamper switch. Bolis ail limit error did not come back.